Manufacturer narrative:
(B)(4) date sent: 5/14/2026 d4: batch # z70516 investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned er320 device revealed no apparent damage to the external components. To replicate the reported issue, the device was functionally tested. During testing, it was observed that the internal components within the support tube advanced forward due to an inadequate crimp in the support tube, which resulted in clip feeding failures. The device was then disassembled to further evaluate the condition of the internal components. Upon disassembly, sixteen (16) clips were found within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch z70516 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an intervention, the clip applicator did not work. Indeed, no staple came out of the device. The service had to change applicator. Consequence and risk to the patient: risk of perforation / tearing / bleeding of the cystic duct when the doctor wanted to clip and no staples came out.